Event description:
Response was received from the physician that the reported mass (breast cancer) is not related to the vns and is due to external factors.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a mass located near the generator site. The physician stated that the mass and the vns would need to be removed. Clinic notes were later received reporting that the patient had a growth that felt irregular and warm, with slight blood discharge seen at the site around the implant area. A biopsy was performed on the growth and the bleeding was taped up. An update was later provided from the company representative that the biopsy results indicated the events were due to breast cancer, and that the device would be explanted. A response was also received from the physician that the patient's events are related to both the vns stimulation and the surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.